Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a 3.25x12mm nc trek rx balloon dilatation catheter (bdc) the yellow sheath stuck firmly to the balloon. The device was flushed/prepped prior to sheath/stylet removal. Another device was used. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.